Manufacturer narrative:
Upon further evaluation, service found that due to the clogging of the nozzle, the air/water functions were out of specification. Due to wear of the angle wire, the bending angle in the up direction was out of specification. Due to wear of the angle wire, the play of the up/down knob was out of specification. The rubber (a-rubber) had a scratch, and the adhesive on the a-rubber had white-clouded area, had a crack and was chipped. The dots on the water detection sticker (1b) were smudged and connected. The electrical contact of the scope connector demonstrated corrosion, caused by chemical stress. The adhesive around the objective lens and light guide lens, had white cloudy areas, due to deterioration from the cleaning, disinfecting, and sterilization (cds) processes over time. The up/down knob demonstrated corrosion, due to the cds processes over time. The connecting tube had a dent and scratch. The image guide protector had a scratch. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had poor air/water supply, the nozzle was clogged, and that a small amount of water flows back from the button when supplying water. Also, the amount of air supplied is also slightly less. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the air/water flow issue and found the nozzle was clogged with foreign material. In addition, foreign material was observed on the control cover (c-cover). This report is being reported for the foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the customers complaint was observed during preparation for use in an unspecified procedure.